Event description:
Patient presented to the hospital after receiving inappropriate shocks due to oversensing. Lead impedance had also increased. Upon explant, lead fracture was observed.

Manufacturer narrative:
Analysis found that the svc cables and pacing coil were fractured. The structure of the fracture is consistent of a fatigue fracture. This damage could cause the reported oversensing and high impedance.